Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported during a cataract extraction with intraocular lens implant procedure the patient experienced a corneal burn. The irrigation line popped off the handpiece and with no irrigation the tip got hot. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The clinical analyst reviewed the complaint and stated the following: ¿the customer reported that while doing a phaco, the infusion line came off. The surgeon was in foot position 3. With no infusion the tip was extremely hot and burnt the cornea, the cornea was damaged. The company sales representative noted the infusion line came off the phaco handpiece; therefore there was no cooling of the tip resulting in damage to the cornea. The surgeon suspects that the system contributed to the event. Additional information has been requested with none received to date. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The operator¿s manual includes the warning: use of the torsional and u/s handpiece in the absence of irrigation flow and/ or in the presence of reduced or lost aspiration flow can cause excessive heating and potential corneal and/or scleral burns. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on june 22, 2010. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively as to how the irrigation line became detached. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).